Event description:
It was reported to boston scientific corporation that one of our polaris stent sets was used for stent placement that occurred in 2007 (age and gender unk). During the procedure, the coating of the guidewire detached while in the pt. Characteristics of detached coating are unk. The pt outcome is unk after numerous attempts by boston scientific to obtain add'l info.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no add'l complaints have been recorded for this lot. The june 2007 15-month polaris stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. We are unable to identify a root cause based on the event description and lack of add'l info. Bsc made several attempts to acquire add'l event and pt outcome info without success.